Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Hs (high sensitivity) system check failed, flyers on qc and samples were observed during precision run. The bec fse performed a major preventive maintenance (pm), a substrate decontamination and replaced the substrate pump valve and the precision pump upper piston spring. The major pm substrate decontamination and substrate pump valve and precision pump upper piston spring replacement resolved customer's issue. After all repairs and maintenance was completed, the instrument met all specifications. In conclusion, although it was not possible to identify one specific reason for the non-repeatable elevated access accutni+3 results observed, there is sufficient evidence to reasonably suggest a hardware malfunction is the cause of this event. All mdrs associated with this report are: 2122870-2016-00532; 2122870-2016-00533; 2122870-2016-00534; 2122870-2016-00535; 2122870-2016-00536; 2122870-2016-00537. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for ten (10) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). For patient 8, addressed in this report, the customer obtained one (1) result above the assay's normal reference range. The same patient's sample was analyzed one (1) time on an alternate access 2 immunoassay system at an external laboratory and recovered with one lower result within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. There was report of change in patient treatment associated with this event. Patient 8 was admitted to the hospital. There was no report of additional injury to the patient in association with this event. This MDR addresses the results obtained on october 19, 2016 for patient 8. 2122870-2016-00533 addresses the results obtained on october 19, 2016 for patient 1. 2122870-2016-00534 addresses the results obtained on october 19, 2016 for patient 2. 2122870-2016-00535 addresses the results obtained on october 19, 2016 for patient 3. 2122870-2016-00536 addresses the results obtained on october 19, 2016 for patient 7. 2122870-2016-00532 addresses the results obtained on october 19, 2016 for five (5) patients, identified as patient 4, patient 5, patient 6, patient 9 and patient 10. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's samples were collected in becton dickinson edta tubes and were centrifuged at 3,500 rpm (rotations per minute) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter field service engineer (fse) was dispatched to address instrument performances.